Event description:
Boston scientific received information that during a routine follow-up procedure, the device was found to exhibit premature battery depletion. Additionally, system faults for long charge time and short circuit condition during shock delivery were noted. All testing performed on the lead resulted in appropriate measurements. As a result, this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Review of the memory log found that the device declared end of life (eol) due to charge time. It was also found that the device had multiple faults due to a blown plasma fuse from shocking into a shorted lead. The shorted lead condition is known to cause internal damage and devices are not expected to perform to specification post shorted lead events.